Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the customer experiences that the thread breaks off (not at the needle attachment) too easily. The customer does not tighten too much when knotting. Several sutures from the same box appear to be weak. Several sutures from the same box are available and can be submitted for analysis. There have been no consequences to any patients. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many specific devices broke during this one procedure? Can you identify the lot number? What is the status of product for evaluation? If other procedures had breakage, please open another pc for each patient event and clarify the specific quantity that failed and date of procedure.

Event description:
It was reported that the patient underwent an unknown procedure in 2020 and suture was used. The thread breaks off (not at the needle attachment) too easily. The customer does not tighten too much when knotting. The suture appears to be weak. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 03/09/2020. Additional information: a manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified. Additional h3 device evaluation summary: it was received for analysis an empty opened box and nineteen unopened samples of product code 662slh, lot pcq510. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. Additional information was requested and the following was obtained: how many specific devices broke during this one procedure? Unknown by the reporter can you identify the lot number? No, but the customer has the box and wants to return it for analysis. What is the status of product for evaluation? The sutures in the box are in unbroken envelopes, clean. If other procedures had breakage, please open another pc for each patient event and clarify the specific quantity that failed and date of procedure. Unknown how many patients involved. Perhaps just one. The reporter did not know for sure.